Manufacturer narrative:
Report 2 of 2. One opened bl5523wv pack from lot v5846, was returned for evaluation. Visual inspection of the cutter found the tip protector missing, the needle bent, the port window in the opened position and fluid in the line. The back cap is aligned correctly with the vent hole in the sides of the cutter body. The connector was inspected and no defects were found. A functional test was performed using a stellaris pc system. Due to the bent needle the cutter did not cut, the inner needle did not reach the cutting edge causing the poor cutting performance. The cause of the bent needle could not be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Report 2 of 2. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure the cutter stopped cutting while the aspiration was still present. There was no report of injury or consequences to the patient.